Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2016. An unexplained pump reboot occurred on (B)(6) 2016; deliveries never resumed. An ezcarb and ezbg bolus was manually calculated and the pump correctly returned the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings or pump reboots during testing. The original complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 360 mg/dl with nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. It was also determined that the patient had overridden the dosage recommended by the bolus calculator feature. Cts referred the patient to their healthcare provider for diabetes management. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.